Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and investigated the customer¿s complaint by reviewing fault logs, and found fault codes 101,111 and 112. Fault code 101 requires all boards to be reseated and that is what the customer did prior before placing the service call. The fse replaced the executive processor board and coiled cable according to fault codes 111 and 112 with customer issued parts. During 1 hour of testing the iabp, the fse rebooted the iabp and then display was blank and would go into continuous alarms as customer stated. The fse verified the video generator board was the problem by using a known good control panel. The fse ordered and replaced the video generator board and reloaded software b.14 and functional tested the iabp without any further failures. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed calibration, all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming due to the screen not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming due to the screen not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.